Event description:
It was reported that the pt underwent a complete vaginal prolapse repair in 2004. The anterior body (apex) and the posterior body were repaired. Post operatively, the pt has presented with recurrent apical prolapse.